Event description:
It was reported that there was a lead warning and the possible increase in atrial pacing threshold may have exceeded the limits of the device. The device was programmed to vvi mode. No patient complications have been reported as a result this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.